Manufacturer narrative:
Additional information: d6b: field should be 29 sep 2022. Additional information: g2: field updated to include user facility. Additional information: e1: field updated to include associated user facility for the event. Additional information: h6: codes updated to reflect surgical intervention.

Event description:
New information received notes that the pacemaker was explanted and replaced on (B)(6) 2022. The patient was stable throughout and no symptoms were noted. The associated user facility was (B)(6) general hospital.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, indicating elevated current drain, consistent with moisture damage, depleting the battery prematurely, and resulting in the reported event. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant.  Further information was requested, but not yet available. No adverse patient consequences were reported.

Manufacturer narrative:
Further information was requested, but not received.